Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported unknown side ¿gel in the breast prosthesis was leaking" and "aci category 3 classification for nodules.¿ device remains implanted.